Event description:
This is a 57 yr old female with known metastatic breast cancer who was receiving palliative chemotherapy. On 9/20/99, she was to receive outpatient chemotherapy starting at 9 am. The nurse had trouble accessing the upper port, but was able to use the lower port without any difficulty until late afternoon. The taxol infusion had begun when she noted swelling at the port site in the left breast. The nurse stopped the IV and notified the physician. Over the next few days, the pt experienced increasing pain, redness and swelling. On 9/23 she was admitted for pain control as well as nausea and vomiting. The port was removed and treatment for cellulitis was begun. She was discharged on 10/1/99. On 10/7/99, the pt was readmitted with worsening symptoms of chemical mastitis. After several discussions of options, she decided to proceed with removal of the breast. She was discharged on 10/15/99.